Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive alarms as intended. Customer¿s blood glucose level was 130 mg/dl. Tandem technical support made multiple attempts to follow up but was unable to reach the customer.